Manufacturer narrative:
Concomitant medical product: 5076-58 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead gave an alert for undefined impedance. The patient is no longer indicated for implantable cardioverter defibrillator (ICD) therapy, so the tachycardia therapies have been programmed off. It was also noted that the ICD exhibited a charge circuit timeout. The lead and device remain in use. No patient complications have been reported as a result of this event.